Event description:
It was reported that during an unknown procedure, the reload misfired and came off stapler into abdomen. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿the reload misfired?¿ was the reload retrieved from the patient¿s abdomen? How was the case completed? What is the current status of the patient?

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a 6r45m cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.